Event description:
Additional information was received from a healthcare professional (hcp). The pump was delivering baclofen (500 mcg/ml at 140 mcg/day). The baclofen lot number was cs0093; the start date was (B)(6) 2016. The patient's medical history includes multiple sclerosis (ms) and paraplegia. The patient started experiencing the pump flip after a fall in (B)(6) 2016, while recovering from panniculectomy. The patient was recovering from panniculectomy with a large abdominal wound, fell from a height in the house and the pump became mobile; there was mobility of the pump in the abdomen. Imaging showed that the pump turned anteriorly. Surgery was performed to revise the pocket and secure the pump on (B)(6) 2016. Another supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
.

Event description:
Information was received from a consumer regarding a patient who was receiving lioresal (140 mcg/day; concentration and lot number unknown) via an implantable pump for intractable spasticity. It was reported that the patient recently had her pump replaced during an unrelated abdominal surgery. Following implant, it was discovered the pump flipped. An x-ray was performed on (B)(6) 2016 confirming the flipped pump. The patient had a surgery to reposition the pump. No patient symptoms were reported related to the flipped pump.

Event description:
Additional information was received from a healthcare provider and consumer. The pump was delivering lioresal (500 mcg/ml) at 140 mcg/day starting on (B)(6) 2016. The patient's pertinent medical history included muscular sclerosis (ms) and paraplegia. The patient had the pump prophylactically replaced and a panniculectomy performed on (B)(6) 2016. The patient had lost 160 pounds, so they were removing skin. The patient had in drains and a large volume of fluid in the belly at the time due to the panniculectomy. The patient was active and slipped on some ice and fell, precipitating the pump to flip. The patient felt the pump moving in the abdomen. The patient's abdomen was reopened and the pump flipped back and secured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.